Manufacturer narrative:
Hamilton medical ag case number is: (B)(4)

Event description:
The following was reported to hamiton medical ag: low o2 alarm.found dust filled in hpo inlet filter. No patient involvement.